Event description:
The biostop g insertion tip was left inside the pt.

Manufacturer narrative:
Provided info from the sales rep states there was not an issue with the instrument. The doctor mistakenly unscrewed the tip and cemented before realizing he left the tip inside the pt. Based on the investigation, the need for corrective action is not indicated.